Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. Troubleshooting was performed without success. A revision surgery was performed and the balloon was found to be empty; the balloon was removed and replaced. Cystoscopy post-revision found that the device was successfully coapting the urethra. No further patient complications were reported.

Manufacturer narrative:
Update to field d4: device upn and lot number. Update to field c2/d10: concomitant product/therapy.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. Troubleshooting was performed without success. A revision surgery was performed and the balloon was found to be empty; the balloon was removed and replaced. Cystoscopy post-revision found that the device was successfully coapting the urethra. No further patient complications were reported.